Event description:
It was reported that after applying a new freestyle libre 3 plus sensor, the ilet did not initially display the sensor warm-up and showed a pairing failed alarm, resulting in dosing stopped until the agent guided the user to rescan the sensor and the warm-up countdown appeared, indicating intermittent communication attributed to the cgm interface and antenna component. No adverse clinical symptoms reported. Outcomes included absent glucose readings while awaiting cgm warm-up, with the user declining to conduct a fingerstick glucose reading for bg-run mode. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet leading to intermittent communication failure associated with the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.